Event description:
Covidien received information from a customer in the USA that an 840 ventilator keypad keys were hard to activate. Patient involvement was unknown.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) keyboard. The device passed all tests. Covidien reference: (B)(4).